Event description:
The hcp reported the pump was explanted and replaced after an implant duration of 51 months due to end of life-low battery. No patient symptoms were reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
H6-final device analysis results reveal motor gear shaft wear. Baclofen was found in the pump.